Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 4 years and 2 months. The patient¿s pump was not explanted and an autopsy was not performed. A direct relationship between the device and the reported event could not be determined. The instructions for use lists driveline infection as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2016, the patient was admitted to the hospital for increasing shortness of breath, fatigue, leukocytosis, and declining renal function. The patient had an unreported history of a chronic methicillin-sensitive staphylococcus aureus driveline infection on IV antibiotics. The patient was not a candidate for a pump exchange due to being non-compliant. The patient refused dialysis and was placed under hospice care, and subsequently expired on (B)(6) 2016. It was also reported that the pump was functioning as intended prior to the patient's death.